Manufacturer narrative:
Concomitant medical products: product ID b3300542m lot#/serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 15-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that once the lead was implanted, the scrub nurse was asked for the lead protector but it wasn't in the packaging. The healthcare provider (hcp) who opened the lead is very exhaustive and cautious and did not throw anything to the trash. There were no identified contributing factors. They checked the table and bins and the protector was not there. Hcp wanted to use a catheter of a ventricular drainage to protect the lead. The issue was resolved at the time of this report.